Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. One photo was received and evaluated. The photo shows what appears to be one hemostar kit with what appears to be a hemodialysis catheter, guidewire, tunneler, 2 dilators. The contents of the kit are not clearly visible when zoomed in, therefore the findings are inconclusive for peel-away sheath missing due to lack of clear visibility of photo contents. The definitive root cause could not be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package for a dialysis catheter, the peel-away sheath was allegedly missing. Reportedly, a new dialysis catheter was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. The lot number for the device was provided, a review of the device history records is not required. The investigation of the reported event is currently underway. (Expiration date: 09/2020).

Event description:
It was reported that upon opening the package for a dialysis catheter, the peel-away sheath was allegedly missing. Reportedly, a new dialysis catheter was used to perform the procedure. There was no patient contact.